Event description:
Three mepilex border post-op ag dressing were opened and noted to be a tannish / brownish color around the edges. Two were from one lot number and one from another. FDA safety report ID# (B)(4).